Event description:
Arjo was notified about an event with involvement of carevo shower trolley. After contacting the facility, it was reported that the resident had fallen out of the device and died as a result of the fall. Based on the information received, both side supports of the carevo were opened to transfer the resident to a bed. One of the caregivers was at the head of the carevo, while the second caregiver was at the foot section of the device. One of the caregivers went towards the bed to transfer the resident. At this point, the resident turned around to where the bed was not and fell to the floor.